Event description:
The field engineer reported that the system displayed a communication failure error message that prevented the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A connector pin was repaired. The system was then found to be operating as intended.